Event description:
It was reported that the insulin pump is alarming motor error. The blood glucose reading is 163 mg/dl. During troubleshooting, customer received error alarm. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump failed displacement test. The insulin pump has an error alarm confirmed in alarm history screen and motor error alarm noted during rewind due to motor encoder out of phase. The insulin pump received with scratched lcd window, cracked reservoir tube, cracked reservoir tube lip and cracked battery tube threads.